Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not delivering correct volume. The device was not in patient use. The device was evaluated by a field service engineer and the customer's complaint was confirmed. The device's blower motor, machine flow sensor, and system board need replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was not delivering correct volume. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.